Event description:
It was reported that during a da vinci s myomectomy procedure, while the surgeon was applying sutures using two large needle driver instruments, both of the instruments broke simultaneously. A prograsp instrument was then used, however it failed as well. The maryland bipolar forceps instrument was used near the end of the procedure, however the instrument was found to be non-functioning. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Complaint of prograsp failed is confirmed. The pitch up cable is broken at the distal clevis hub. Cable segment that contains the crimp is still installed in clevis. Clevis does not exhibit any damage or wear marks. Other cables at wrist are not damaged. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event. Additional observation not reported by site is tube damage. Distal end of main tube has various scratch marks with light material removal. Scratches are .100 - .240 in length and not aligned with the tube axis. Evidence not conclusive, but damage may have been caused by mishandling/misuse. No other damage found. The instruments and accessories user manual specifically states: general precautions and warnings o handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. O do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.